Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-45 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a drop in impedance. The lead remains in use with closer monitoring. No patient complications have been reported as a result of this event.